Event description:
A malfunction was reported, with no notable events occurring prior to the event. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided information to reset the pump, assisting the caller with the process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction reoccurred and acknowledged the instructions.